Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm can be confirmed. The evaluation of the returned system controller, serial number (B)(6) confirmed an intermittent controller fault alarm during the extended operation testing. The system controller passed the initial testing; however, when operated for extended period of time, an intermittent controller fault alarm was observed. The log files were retrieved from the controller upon receipt. The event log file contained data recorded from (B)(6) 2024 to (B)(6) 2024. There was an intermittent controller internal fault alarm associated with a vs_a_low fault captured on (B)(6) 2024 between 14:55 and 15:05 and at 15:06, a controller internal fault alarm associated with ocp_a_open fault became active. The alarm remained active until 16:04 when the controller was exchanged. The periodic log file contained events recorded from (B)(6) 2024 to (B)(6) 2024. There was a controller internal fault alarm associated with ocp. A open fault captured on (B)(6) 2024 at 16:02. The log files were also retrieved and reviewed after the extended operation. The review of the event log file revealed an intermittent controller fault alarm associated with vs_a_low fault which cleared and then a controller fault alarm associated with ocp_a_open fault became constantly active. The review of the motor voltages (a & b) associated with the alarms revealed that the motor voltage a was around 12.9-v-13.4v when the vs_a_low fault activated and then it dropped to 0v when the ocp_a_open fault became constantly active. The motor current a and motor current b levels recorded at the time alarms were active appeared normal and both values (motor current a and b) were identical. The system controller was disassembled, and visual inspection of the internal components was unremarkable. Further measurements revealed a discrepancy between the motor voltage a and motor voltage b. The voltage discrepancy suggested a possible issue with the main printed circuit board assembly (main pcba) of the controller. The pcba was forwarded to the supplier for additional testing; however, the supplier was not able to reproduce the intermittent issue, and the root cause was not able to be identified. The observed issue did not affect the pump support during analysis and the data recorded in the log file also indicated that the pump operated at the set speed when the alarm was active at the time of the event. Abbott will continue to monitor similar events. Review of the device history record for the system controller serial number (B)(6) showed that the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Both documents, referenced above caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: patient information cannot be provided due to personal data privacy legislation/policy. Section e1: reporter address line 1: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller had an audible and visual alarm due to a system controller internal fault. The log file seemed to indicate the "ocp a open was highlighted and motor voltage was 0.0". The system controller was exchanged.